Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the plate, part and lot number unknown. The patient was most likely implanted with the plate on (B)(6) 2013. The explant of the first broken plate was most likely on (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient was implanted in (B)(6) 2013 with a condylar plate. The patient was treated in (B)(6) 2013 for a broken plate. No additional information was provided. An image reading of the ten x-rays was conducted by a medical director from this manufacturer and reported: I reviewed the complaint description and x-ray images. I can confirm the plate breakages. This report is for the unknown broken plate. This is report 1 of 1 for (B)(4).